Event description:
It was reported that there was a right knee revision due to liner instability.

Manufacturer narrative:
An event regarding instability involving a x3 triathlon insert cr#7 9mm was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. The reported event involves the revision of the right knee due to liner instability. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that there was a right knee revision due to liner instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.